Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number af6017, and no non conformances / manufacturing irregularities were identified. The product was returned to ethicon inc for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil and labeled winding former with multiples suture pieces of product code w9923 was received for evaluation; the swage and attachment area of the needle were noted to be as expected. The strand was broken in multiples due to the suture has begun with the process of degradation. The time of exposure of suture to the environment could not be determined and the functional test cannot be performed. The foil was inspected and multiples holes in the cavity were noted. This condition contributed to the degradation of the suture.

Event description:
It was reported that the patient underwent a pulpitis surgery on (B)(6) 2020, and the suture was used. There were no patient consequences reported. Upon evaluation, it was found that the suture has begun with the process of degradation.